Manufacturer narrative:
This report is being filed on an international product, list number 7p51 that has a similar product distributed in the us, list number 7p51-21/31, and 510k/PMA/bla of k170317. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a positive alinity I total bhcg result on a patient that repeated negative. On (B)(6) 2026, sid (B)(6), (female, 18 years old) generated alinity I total bhcg positive of 136.58 miu/ml, that repeated negative of 2.3 miu/ml. No impact to patient management was reported.